Manufacturer narrative:
The returned driver was examined and found to have a fractured tip. The cause of the fractured tip cannot be determined based on available information. There are no indications of manufacturing issues which would have contributed to this event. The devices were likely conforming when they left zimmer biomet's control.

Event description:
It was reported that the driver was found worn and did not sit well in screws. However, device evaluation by zimmer biomet personnel found that a portion of the tip was fractured off. No surgical or patient information was provided.